Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, helix extension issues were observed. As a result, the lead was removed from the patient at which time an extended helix was observed in vitro. The lead was then attempted to be reimplanted; however, unsuccessful and another lead selected for implant. The attempted implant lead was later returned for laboratory analysis: no adverse patient effects were reported either during nor post implant.